Manufacturer narrative:
(B) (4). The carm displays a "generator error" after bootup. The ge service rep replaced the mono block controller but there was no change in status. He replaced the mono block, flashed the nodes, re-loaded the cal files and the error cleared. He performed a filament cal and re-aligned collimator. The system is operating as intended.

Event description:
The customer reported that the system displays "generator error" after bootup. No patient injury was reported.